Event description:
It was reported the needle hub was cracked during insertion. Air was aspirated. There was no patient harm or medical intervention required. A new device was used.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The customer report of a cracked needle hub was confirmed through complaint investigation of the returned sample. The customer returned one introducer needle for analysis. Signs of use in the form of biological material were observed inside the needle hub. Visual analysis revealed that the needle hub contained multiple cracks. Microscopic examination confirmed the damage. A device history record review was performed, and no relevant findings were identified. CAPA was previously implemented under teleflex's quality system by the manufacturing site to address this complaint issue. Based on the CAPA investigation, the root cause of this complaint is design related. The manufacturing date for the needle hub involved with this complaint occurred prior to the CAPA implementation date. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the needle hub was cracked during insertion. Air was aspirated. There was no patient harm or medical intervention required. A new device was used.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the needle hub was cracked during insertion. Air was aspirated. There was no patient harm or medical intervention required. A new device was used.